Event description:
It was reported that the patient's pump was due to be replaced, and during that procedure, the healthcare provider (hcp) determined the catheter was no longer functioning and the pump was then explanted. During the pump replacement procedure, the hcp could not aspirate the catheter, and it is unclear where the occlusion or break was. Because of the patient's health concerns, the hcp thought it was too risky to replace the old catheter with a new catheter, and therefore decided to explant the pump and catheter without replacing either device. There were no patient symptoms/injuries related to this event. The information reported indicated the catheter was capped, abandoned or partially removed, therefore a catheter or catheter fragment remained implanted. The medication being delivered via the pump was baclofen. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10856r33, implanted: (B)(6) 2001, partially or entirely explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).